Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was capped and replaced. There were no adverse consequences and the condition of the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.